Event description:
The plaintiff's attorney alleges that a caregiver, who had no training or experience, placed a puritan-bennett portable liquid oxygen (lox) unit between the pt's legs. The attorney further alleges the pt suffered fatal injuries as a result of lox spilling onto the pt's body. No other info is available.

Manufacturer narrative:
Corrected data: codes 1757 and 1354: labeled. Code 1802: not labeled.